Event description:
Customer reported the following: tpn hung on (B)(6) 2012, on the night shift and the bag should have lasted until the night shift of (B)(6) 2012. At 8:45 am on day shift the nurse noticed the tpn bag only had 40 cc left. Nurse verified the pump was programmed correctly, reset the device to deliver 40 cc in 1 hr, ten mins later the pump beeped and had infused the entire amount and began to drain air. At some point the pumps were changed; infusion was running on channel a and was switched to channel b. The doctor was notified of a blood sugar report and of the incident. Not sure if the blood sugar was drawn as a result of the over infusion or if this was a routinely scheduled blood sugar. The customer stated that no further pt or event details are available.

Manufacturer narrative:
(B)(4). The device has been rec'd, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.